Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter. Additional information: block b5: describe event or problem, block e1: initial reporter title, initial reporter address, initial reporter city block h6: has been updated to reflect coding of poor bite

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip had difficulty when deploying, thus making it difficult to release from the catheter. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information. During the procedure the clip was confirmed to have poor bite.

Manufacturer narrative:
Additional information: b5: describe event or problem, h6: device codes have been updated based on the additional information received on march 24, 2026. Block h11: investigation results. The resolution 360 clip was not returned for analysis. The device was contaminated; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on december 15, 2025. During the procedure, the clip was abnormal when deploying and difficult to release from the catheter. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information*** during the procedure the clip would not fully open causing a poor grasp onto the tissue.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip was abnormal when deploying and difficult to release from the catheter. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information during the procedure the clip was confirmed to have poor bite.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the event of poor bite. Correction: d4: model number, g1: MFR contact first name, h11: additional MFR narrative block h11: investigation results the resolution 360 clip was not returned for analysis. The device was contaminated; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
H6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip had difficulty when deploying, thus making it difficult to release from the catheter. The patient's condition at the conclusion of the procedure was reported to be stable.